Event description:
An abbott rep stated that a pt was admitted to the ER in 2008, for a suspected drug overdose. The pt sample was tested for a complete drug screen ( all tests not provided), with all results being negative. The next day, a second sample tested negative. The ER doctor questioned the benzo results and requested the sample be sent out for confirmation. While awaiting the test result the doctor proceeded with the benzo overdose treatment. The confirmatory test results for both samples tested positive (3000 ng/ml) for lorazepam. The abbott rep at the facility reran the samples on many dilutions and all results were architect benzo negative. The sample is being sent out for alternate benzo testing. The account believes to have a false negative benzo result and is questioning if the architect benzo assay is detecting lorazepam rather than benzo. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.